Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance suddenly. The lead returned to its baseline impedance after. Technical services (ts) suggested to consider monitoring. The lead remains in use. No adverse patient effects were reported.